Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an error reading symbol that led the patient to become hypoglycemic. The patient pressed an emergency button to call the ambulance. When the ambulance arrived, the patient was administered glucose and did not have to go to the hospital. At the time of contact, the patient was in healthy condition. No additional patient or event information is available. Data was provided for evaluation. A review of the data log confirmed the reported error reading symbol on (B)(6) 2018. The root cause was determined to be sensor noise. The sensor was inserted into the back. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.